Manufacturer narrative:
As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigation and root cause. A photograph was attached to the initial report, confirming the complaint. A portion of the sheath material is missing. The sheath tip shows major damage and a scratch is visible on the sheath shaft. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿sheath distal tip - separated¿. A review of the complaint history from august 2016 to july 2017 revealed other returned complaints for the esheath (all models and sizes) for ¿sheath distal tip ¿ separated¿, but the occurrence rates did not exceed the july 2017 control limits for the trend category of ¿separated¿ for the esheath. No IFU/ training deficiencies were identified. During manufacturing, the sheath shaft component was 100% visually inspected. The component was inspected under minimum 3x magnification for wrinkles, kinks, bends, mechanical damage or any other physical defects. The tip was inspected under minimum 10x magnification for flash and excess material, and was also inspected under minimum 10x magnification and rejected for serrated transitions, holes, rough surfaces, or tears. During manufacturing, the tip was 100% visually inspected. Under 10x magnification, the tip was inspected and rejected for ID scratches in the liner expansion pathway and tears. During the manufacturing process the esheath underwent 100% visual inspection by both manufacturing and quality. The assembly was inspected under minimum 3x magnification for wrinkles, kinks, bends, mechanical damage or any other physical defects. The tip was inspected under minimum 10x magnification for flash and excess material (tecoflex or hdpe slag). The tip was inspected under minimum 10x magnification and rejected for serrated transitions, holes, rough surfaces, or tears. The tip was visually inspected under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction. The distal tip was inspected and rejected for ID scratches in the liner expansion pathway and tears. The distal tip bond is inspected for bubbles on the bond or within the tip. During product verification testing, five (5) samples were tested. The sheath tips were inspected for any fragments that may have detached during sheath expansion testing. All samples passed this test. The sheath to soft tip bonds were tensile tested. The ltl of the tested samples was calculated to be 61n, which was greater than the specified lower limit, therefore, the lot was accepted. Expander insertion force test was also performed. The utl of the tested samples was calculated to be 21.5n, which was less than specification of =38.5n, per technical summary written by edwards lifesciences. Therefore, the lot was accepted. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed based on the provided imagery. Since the device was not returned, it was not possible to determine if a manufacturing non-conformance contributed to the complaint. Review of the DHR did not reveal any non-conformance which could have contribute to the complaint. As the device was not returned, a root cause was unable to be determined. It is possible that patient factors contributed to the complaint, as described in the cer. Calcification present in the access vessel may have damaged the sheath tip, causing the material to separate. The presence of calcification is supported by the scratches and sheath tip damage visible in the provided imagery. Since the presence of a manufacturing non-conformance was unable to be confirmed, corrective action is not required. In response to a previously identified manufacturing non-conformance, a pra was initiated to assess the risk of the distributed esheaths. As no new failure modes or hazards have been identified, the pra is applicable and does not require updates at this time. The complaint was confirmed, but no manufacturing non-conformities were confirmed and there is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. Preliminary evaluation of the returned device found the sheath shaft was fully expanded. There was scratches present on the shaft, the distal tip was damaged, and part of the distal tip was missing. The housing was cut from shaft, possible for deco reasons. The investigation is ongoing.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation in a used condition. A photograph was attached to the cer, confirming the complaint. A portion of the sheath material is missing. The sheath tip shows major damage and a scratch is visible on the sheath shaft. The returned device was visually inspected for any abnormalities under pre- and post-decontamination conditions. The sheath expanded normally with no liner tears. There was heavy scratches on sheath shaft and major sheath distal tip damage. A portion of the tip was missing. Due to the condition of the returned device (liner fully expanded), no relevant functional testing could be performed. Due to the condition of the returned sheath (fully expanded with tip torn), no measurements were able to be performed. The complaint was confirmed by visual inspection. The most relevant work orders for the reported complaint were reviewed and did not reveal any issues that could have contributed to this complaint. Review of history for the related lot revealed no additional complaints for ¿sheath distal tip - separated¿. A review of the complaint history from august 2016 to july 2017 revealed other returned complaints for the esheath (all models and sizes) for ¿sheath distal tip ¿ separated¿. A review of the complaint history reveals that the occurrence rates did not exceed the july 2017 control limits for the trend category of ¿separated¿ for the esheath. No IFU/ training deficiencies were identified. During manufacturing, the sheath shaft component was 100% visually inspected. The component was inspected under minimum 3x magnification for wrinkles, kinks, bends, mechanical damage or any other physical defects. The tip was inspected under minimum 10x magnification for flash and excess material (tecoflex or hdpe slag). The tip was inspected under minimum 10x magnification and rejected for serrated transitions, holes, rough surfaces, or tears. During manufacturing, the tip was 100% visually inspected under 10x magnification, the tip was inspected and rejected for ID scratches in the liner expansion pathway and tears. During the manufacturing process the esheath underwent 100% visual inspection by both manufacturing and quality. The assembly was inspected under minimum 3x magnification for wrinkles, kinks, bends, mechanical damage or any other physical defects. The tip was inspected under minimum 10x magnification for flash and excess material (tecoflex or hdpe slag). The tip was inspected under minimum 10x magnification and rejected for serrated transitions, holes, rough surfaces, or tears. The tip was visually inspected under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction and/or appropriate assembly drawings. The distal tip was inspected and rejected for ID scratches in the liner expansion pathway and tears. The distal tip bond is inspected for bubbles on the bond or within the tip. During product verification testing, five (5) samples were tested. The sheath tips were inspected for any fragments that may have detached during sheath expansion testing. All samples passed this test. The sheath to soft tip bonds were tensile tested. The lot was accepted. Thee expander insertion force test was also performed. The lot was accepted. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed based on review of the provided imagery and visual inspection of the returned device. A review of the IFU/training manual revealed no deficiencies, while a DHR review and lot history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations revealed inspections are in place to detect issues related to the reported complaint event. As the tip was not returned with the device, a definite root cause was unable to be determined. It is possible that patient factors such as calcification contributed to the complaint. Although no patient anatomy imagery was provided, scratches along the sheath shaft and damage to the sheath tip suggest that calcification was present in the access vessel. Additionally, the complaint description states that, per medical opinion, ¿the tip sheared on a plaque in the lower aorta¿. It is possible that the calcification cut into the sheath material and caused the missing material to separate. A review of the complaint history for ¿sheath distal tip ¿ separated¿ revealed that radial distal tip tearing was previously investigated as a part of a CAPA. The results of the CAPA investigation pointed to improper scoring at the distal tip as the root cause for radial tip tearing. It should be noted that the CAPA was closed after implementation of corrective actions and closed after effectiveness monitoring was completed. As a root cause was unable to be determined, the presence of a manufacturing non-conformance was unable to be confirmed. Due to a previously identified manufacturing non-conformance for this issue, a CAPA was initiated to investigate the root cause and implement corrective actions. As a result of the investigation, the procedures for tip scoring were clarified/updated and the operators were re-trained. The corrections were verified for effectiveness. Additionally, in response to the previously identified manufacturing non-conformance, a pra was also previously initiated to assess the risk of the distributed esheaths. From august 2016 to july 2017 (one full year to the initiation date of this complaint), (B)(4) esheath devices were distributed and there have been four (4) events of ¿sheath shaft ¿ separated¿. These four events include product returns, and no product returns (npr). Therefore, the occurrence rate for this failure mode is (B)(4). This rate is acceptable as it is within the estimated occurrence rate as defined by the fmea assessment. No further corrective action or escalation of the pra is required because no IFU/labeling deficiencies were identified, a manufacturing non-conformance could not be confirmed, the event did not exceed the existing fmea occurrence rates, and the event did not exceed the applicable complaint trending control limits. The complaint for ¿sheath shaft ¿ separated¿ was confirmed, but no manufacturing non-conformities were confirmed. There is insufficient information to determine root cause. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. A CAPA and a pra were previously initiated to assess associated risks and drive corrective/preventative actions as appropriate. No further corrective/preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), after the implant of a 29 mm sapien 3 valve by tf approach in aortic position, during withdrawal of the esheath, it was seen that the distal tip was torn and a piece was missing. There were no difficulties when entering the sheath into the patient. As the sheath was being advanced in the region of the lower aorta, there seemed to be a sudden ¿give¿ and loss of resistance that was unexpected and caught the cardiologist by surprise. No difficulties were noticed when the delivery system was inserted into the sheath and no difficulties were noticed when advancing the delivery system through the aorta. After withdraw of the sheath, it was noticed that the distal tip was torn and a piece missing from the tip of sheath ¿ part of the transparent section of the tip. To date there is no report of any injury and good flow to the legs has and renal arteries has been confirmed. As per medical opinion, the tip of the sheath sheared on a piece of plaque in the lower aorta. There was mild to moderate calcification and tortuosity in the access vessel. Access vessel diameter was good. It is believed that the tip sheared on a plaque in the lower aorta. The minimum luminal diameter (mld) measurements were approximately 7 ¿ 8 mm.

Manufacturer narrative:
Update with additional information from reporter: it has been confirmed that a small piece of the sheath tip is still in the patient. Per report, it was confirmed that the patient had good flow to the legs and no renal injury was noted. Investigation is ongoing.